Event description:
It was reported to philips that occasionally the device does not shock. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on-site and determined that the control pca function was abnormal. The reported issue was related to the defibrillation function of the device, specifically, the control pca (printed circuit assembly) was found to be malfunctioning. This was rectified by replacing the control pca, and after the replacement, the device was tested and returned to full functionality. The control pca was replaced to resolve the issue, and it has been concluded that no further action is required at this time.